Event description:
The user reported a faulty level sensor. The yellow sensor head detects without contact and remains illuminated continuously. The red sensor head also detects and lights up, although the reservoir is free of any liquid. The replacement sensor worked as expected. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
No fault found. Suspect the sensor heads were wetted and then dried. Sensor being replaced as a precaution.

Manufacturer narrative:
Invetigation confirmed defective level sensor, intermittent connectivity issue. Faulty level sensor (B)(6) replaced with a new sensor (B)(6). Fsi completed and passed on the new sensor.

Event description:
The user reported a faulty level sensor. The yellow sensor head detects without contact and remains illuminated continuously. The red sensor head also detects and lights up, although the reservoir is free of any liquid. The replacement sensor worked as expected. There was no patient harm as a result of this suspected malfunction.